Manufacturer narrative:
Device received with a partially missing retainer ring and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to the partially missing retainer. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.